Event description:
It was reported that the patient experienced an open tibia fracture in (B)(6) 2013. Patient was initially treated with ex-fix and ten days later was converted to a less invasive stabilization system plate and ten screws. On an unknown date the less invasive stabilization system plate was noted as broken and patient was diagnosed with non-union. Patient was returned to the operating room on (B)(6) 2014 for removal of hardware and revision to an ex tibial nail with bone graft. Surgery was successfully completed with no delay. This is report 2 of 11 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.